Event description:
An ipp device was implanted on 7/25/88. A connector was revised on 5/26/93. On 3/28/94, a connector was removed from the pt, due to erosion, and replaced. Unable to obtain add'l info. No components were removed or replaced.